Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510k - k130520. The actual sample was received for evaluation. Visual inspection revealed that the lock adapter had been dislocated from the male connector of the sampling system. Magnifying inspection of the actual sample did not find any visible anomaly, including deformity, in the male connector or in the lock adapter. The dimensions of each part of the actual sample were measured and confirmed to be equivalent to those of a factory-retained current product sample. The surface of the male connector was subjected to elemental analysis using sem-edx (scanning electron microscope / energy dispersive x-ray spectroscopy). The result showed the presence of si, which was considered to have originated in the silicone applied to the switch cocks to improve the lubricity of them in the manufacturing process. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the silicon applied to the switch cocks of the sampling system was transferred to the male connector part when the sampling system components were put in storage during manufacturing. Afterward, when re-tightened during preparation, the lock adapter got over the rib on the male connector in lubricated state, and then dislocated. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the during setting the circuit, they found a capiox part (lock adapter) had been detached from the red-switch cock side of the sampling system. The sampling system was exchanged with another from another circuit. The event occurred pre-treatment. The patient was not harmed. The procedure outcome was not reported. Ashitaka's evaluation of this complaint performed on 03apr2020 has deemed it to be a reportable event.